Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during drain 2. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) with troubleshooting the alarm. The hp was in the hospital and put his nurse on the phone. The tsr explained how to end therapy. The tsr advised the nurse to disconnect the hp and start therapy over with new supplies. The tsr advised the hospital nurse to contact hp's peritoneal dialysis nurse to see if he should restart therapy or wait until the next day. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).